Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus and found to be damaged. The shape of the broken piece matched the damaged part of the biopsy valve. The reported failure was confirmed. Based on the results of investigation, the most probable cause and the root cause of the reported issue could not be determined, however the likely cause of failure was due to the following reason: the cause of the damage to the biopsy valve may be that the insertion and removal of the biopsy forceps was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during respiratory endoscopy procedure, when the ultrasound probe was passed through the biopsy valve, part of the biopsy valve broke off, and the piece entered the lung of the patient. The piece was retrieved by suctioning with the scope. The biopsy valve was replaced, and the procedure was completed with a delay of less than 30 minutes. No reports of patient harm.